Manufacturer narrative:
(B)(4).

Event description:
It has been reported via an expediated quality review (eqr) report: symptom: we had this pump with a brand new pump assembly and after a few days the pump failed to start due to a defective pneumatic control switch (pcs). The ward personnel switched the pump in order to start delivering therapy. Actions: replacement of the pcs part needed in order to put the pump back into service.